Event description:
Failure of the bd closed system transfer device (phaseal) occurred for this patient, resulting in him only getting 10% of his chemo dose. The piece that attaches to his port lumen and inserts into the device itself came untested from the device, resulting in his infusion stalling. When rn showed up to disconnect his chemo, this failure was discovered. This device has frequent failures, most of them similar in nature with some portion of the device becoming disconnected from the main body of the unit. The result of this failure is a delay in delivery of this patient's chemo dose and because he was due to travel out of our region on (B)(6) 2025, he will now also miss his growth factor injection, which will likely result in him not being able to get his next chemo dose on time. He has pancreatic cancer, so missing chemo doses could be life and death for a patient like him. Please consider pulling this device off the market. This has happened dozens of times now over the past 8 months for (B)(6) university patients.